Manufacturer narrative:
The manufacturer received x-rays, pictures and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to dislocation, wear and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional information was received and it has been realized that this device or similar device is not registered in the USA. Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).